Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. Type ib endoleak was reported 286 days post-procedure. On (B)(6) 2019, the 83-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of an unmodified zta-pt-42-38-173 (complaint device), starting at zone 2. The study procedure also included left subclavian to left common carotid bypass. Procedure angiography revealed patent study device, no endoleaks, and no device issues. It was reported that the localized angle for deployment was more than 45 degrees and the distal neck diameter was reported to be 30-35mm. Pre-existing medical history: coronary artery disease, hashimoto thyroiditis, osteoporosis, renal cyst, ascending aortic aneurysm with prior open repair, hypertension, and past smoking. On (B)(6) 2020, follow-up imaging revealed patent study device, no thrombus, no device issues, and type ib endoleak (handled in this complaint) and type ii endoleak (handled in related complaint). On (B)(6) 2020, a secondary intervention successfully treated the endoleaks - a distal extension graft was placed and balloon angioplasty was performed. Review of the device history record gave no indication of the device being produced out of specification. No device issue was reported and no imaging was provided. According to the instructions for use (IFU) the recommended diameter of the stent graft is 40mm to a vessel diameter of 35mm and 34mm to a vessel diameter of 30mm. The complaint device is 38mm in the distal end which means that it is not oversized appropriately for the maximum vessel diameter of 35mm in the distal seal zone. Furthermore, no localized angulation should be larger than 45 degrees. Based on the reported information, combination of factors such as possibly undersizing and angulation of more than 45 degrees could have contributed to the reported type 1b endoleak. The reported event is part of a post market clinical follow-up (pmcf) study with retrospective data collected. Cook became aware of this event on (B)(6) 2025. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.¿

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study wce-1713: zenith alpha thoracic post market retrospective study: synopsis: a type ib endoleak was reported 286 days post-procedure. On (B)(6) 2019, the 83-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of an unmodified zta-pt-42-38-173, starting at zone 2. The study procedure also included left subclavian to left common carotid bypass. Procedure angiography revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2020, follow-up imaging revealed patent study device, no thrombus, no device issues, and type ib and type ii endoleaks. On (B)(6) 2020, a secondary intervention was performed to treat the endoleaks¿a distal extension graft was placed and balloon angioplasty was performed. Patient outcome: it is noted that the secondary intervention was successful.